Manufacturer narrative:
Followup 12/15/2014: customer changed cartridge, infusion set tubing/site and no further occlusion alarms occurred. Blood glucose level improved. The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer experienced high blood glucose level ketones, and vomiting related tot he occlusion. The customer was not hospitalized.